Event description:
The pt was transferred from another facility following diagnostic catheterization with both a venous and arterial sheath in place. The pt underwent interventional catheterization using the existing sheaths. The cardiology fellow attempted arteriotomy closure with a prostar xl 8 fr pvs device. The procedure progressed without incident unit knot advancement. During knot advancement, the suture came out with adipose tissue attached. Hemostasis was attempted with manual compression, but could not be attained. The venous sheath was removed to allow for better compression. Removal of the venous sheath resulted in pulsatile flow. The pt was taken to surgery for arterial repair. Surgery was successful and the pt did fine. The cardiology fellow stated that pt had a pre-existing hematoma with oozing around the sheath. Pt was agitated, so the decision was made to attempt pvs closure in spite of a less than optimal pt condition. Mark was obtained very early and the fellow attempted deployment in spite of knowing that the arterial opening should have been much deeper. The vascular surgeon reported that there was no sign of needle tissue capture at the arterial opening. In this case, the pvs procedure was done by the cardiology fellow, who is certified by perclose, because the cardiologist is not pvs certified. The instructions for use caution that the safety and effectiveness of pvs devices has not been established in pts with unresolved hematomas which could potentially cause a false mark. The lack of hemostasis around the prostar xl sheath prior to deployment strongly suggests that the arteriotomy was already enlarged prior to attempting pvs and a larger device should have been indicated. The subject device was discarded by the hosp staff and the lot number was not provided.